Event description:
It was reported that the vns patient was admitted to the hospital on (B)(6) 2014 due to vasovagal syncope. It is unknown if the event is related to vns. The patient underwent a tilt table test which came back negative. The patient¿s blood pressure had been stable. The patient¿s syncope was not believed to be seizure related. The patient was evaluated by a cardiologist and no cardiac issues were identified that may have caused or contributed to the syncope. Attempts for additional relevant information have been unsuccessful to date.